Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported hyperglycemia and blood in the infusion set. Hyperglycemia was corrected by delivering insulin through infusion device. Hyperglycemia often occurred during the night. Pt would wait 2 hrs and change the infusion set if blood glucose was not better. This last occurred on (B)(6) 2010. Blood glucose was 105 mg/dl at 11:00 pm. Pt went to sleep and blood glucose was above 300 mg/dl when she woke in the morning. Pt was positive for ketones. Infusion headset is changed every 2-3 days, but pt has currently been changing headset every 1-1.5 days. Infusion tubing is changed every 4-6 days and insulin cartridge 1 time per week. No error messages were received on infusion device. Pt has not had an infection but did have a cold 2 weeks prior to report. Pt had new medication of cortisone spray. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 120-150 mg/dl. Pt did not lose consciousness. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device and infusion sets were requested for eval. No additional info was available.